Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with missing retainer, cracked reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Complaints text 04/21/2019 14:22:53 erp_rfc_user related (B)(4) complaints text 04/21/2019 14:20:40 (B)(6) initial notes: cust said pump reservoir won't lock ,plastic lip where that goes, it has gone missing inquired what led up to the complaint. Customer response: cust said her reservoir would flop around and noticed the plastic ring is missing bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. Type of damage is: missing part on reservoir compartment. Damage occurred: cust unsure. Location of the damage is: reservoir lip ring. Is the physical damage to the pump's reservoir lip ring: yes. Is reservoir able to lock in place when inserted into pump: yes. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: advised I'll send replacement pump and will be sent to the below as requested: (B)(6), delivered on: 12:00 p.m. Tuesday april 23, 2019 ship: (B)(4)/ return: (B)(4). Reason for return: pump replacement.